Event description:
It was reported that a user unintentionally advanced past the fill tubing step during a cartridge and infusion set change and requested assistance to return to the fill sequence. The agent guided the user back to the cartridge menu, completed tubing fill until drops were observed, inserted the infusion set, and filled the cannula, after which insulin delivery resumed with blood glucose unaffected. No symptoms were reported. Outcomes included restoration of normal insulin delivery without impact to glycemic control. Investigation included customer support troubleshooting and user education on correct supply change steps. Investigation of this case revealed user procedural error during the supply change sequence, with the device and components functioning as intended. It was concluded that user error was the cause.